Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One sample was returned for evaluation. The reported defect could not be detected on the returned sample. The manufacturing controls were reviewed and found to be acceptable for this lot. (B)(4).

Event description:
A report was received that stated a doctor thought the cuff on a tracheal tube could deflate completely but when the tube was used for intubation they found that air was retained in the cuff. The operation was continued and completed without problem. Intubation with a new tube was not necessary. There was no patient harm or injury reported.